Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, injector was not working properly. Doctor was facing micro cracks on periphery of manual intraocular lens optic when implanting with cartridge and injector. Additional information was requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).